Event description:
It was reported after a long time of use the patient had no programs available. It was noted the patient attempted to change the program but no programs were available. It was also noted that no programming had been done recently. Error code '574' was present. The patient had to visit the hospital to get reprogrammed and get their programs back. It was noted that it was unknown whether the patient had programs after leaving the hospital the 'last time.'

Manufacturer narrative:
Concomitant products: product ID 37746, serial# unknown, product type programmer, patient. (B)(4).

Event description:
Additional information stated the patient was 'happy' with therapy and therapy was 'as expected.' Reason for disappeared programs was still unknown by patient and healthcare provider.